Manufacturer narrative:
(B)(4) date sent: 9/26/2016. Batch # (B)(4). The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload loaded on the device. The cartridge reload was received unfired, with the swing tap locked and within the doghouse damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a stomach resection procedure, during the second use, the device did not close. No further information was provided. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.